Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally, there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The device labeling warns that disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected always. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient presented with left ventricular assist device (lvad) alarms due to accidental disconnect of pump from controller. It was stated that the issue started on (B)(6) 2016. It was stated that the disconnect was an accident and the patient was re-education on not removing both power sources at the same time. It was further stated that the patient did not have present with any signs or symptoms due to the pump stop. It was also stated that there were no controller issues and the controller would not be returned. No additional information available.

Manufacturer narrative:
It was reported possible "no power" alarms. The controller was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Log file analysis was not conducted since log files were not available. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the "no power" alarms triggered by a loss of power, as indicated by the event details, may be attributed to an accidental disconnection of both power sources. The unit and log files, however, were not available for analysis. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.